Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was fractured in body. The customer's blood glucose value was 155 mg/dl. The customer also reported that the insulin pump had change sensor alert and calibration not accepted. The insulin pump will be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test and sensor failed test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.